Manufacturer narrative:
H6: code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22- according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular procedure to treat a descending thoracic aortic aneurysm using gore® dryseal flex introducer sheath. The stent grafts were deployed with no reported issues. The final angiography imaging revealed a dissection at the right common and external iliac artery. The physician elected to monitor the dissection, and the access site was closed; however, a pulse at the right leg was poor. Another angiography showed that the dissection extended. A bare metal stent was implanted to treat the dissection. The patient tolerated the procedure. It was reported that there was a resistance during advancement of the introducer sheath, and that the patient¿s access vessel was narrow (5.0-10.5mm).